Event description:
A nurse reported that a hospital patient utilizing a fresenius liberty select cycler passed away while completing treatment. No additional information was provided related to the event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. It is unknown what the patient was hospitalized for or what the patient¿s prognosis was long-term. ¿patients on dialysis have a substantially higher multivariable-adjusted mortality than patients not on dialysis who have cancer, diabetes, or cardiovascular disease.¿ the cause of death is unknown, however; ¿among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths.¿ based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a hospital patient utilizing a fresenius liberty select cycler passed away while completing treatment. No additional information was provided related to the event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.